Event description:
It was reported that the pt was implanted a znn cmn nail 11.5mmx40cm 130 l on the left side on (B)(6) 2015. The zimmer natural nail was revised on (B)(6) 2015, approx. 8 weeks post procedure done due to nail failure.

Manufacturer narrative:
No trend identified. The product combination used is approved by zimmer. The device was not received, therefore a technical investigation is not possible to perform. Possible causes for the reported event - breakage of the device - according to dfmea: due to lack of adequate fatigue strength; due to lack of adequate fatigue strength to anodization; due to off-label use, e.g. Misuse by surgeon; due to wrong size of implant, e.g. Too small diameter of nail versus intramedullary channel; due to wrong surgical technique used. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).